Manufacturer narrative:
The check of the manufacturing charts of the liner involved did not show any anomaly on a total of 32 liners l1 +6 mm manufactured with the same lot# (14l0920). No other complaints reported on this lot#. We will send a final MDR once the investigation will be concluded.

Event description:
Conversion from smr anatomic shoulder prosthesis to smr reverse shoulder prosthesis done on (B)(6) 2017 due to liner l1 +6 mm breakage. According to the info reported, the primary implant was done on (B)(6) 2016. Then, patient - an active male of (B)(6) - experienced pain and loss of movement. The liner was found to be broken at the peg and it was dissociated from metal back glenoid. Evidence of metal on metal contact with black tissue was reported. Thanks to the conversion from smr anatomic to smr reverse, a stable joint was achieved. Event happened in (B)(6).

Event description:
Conversion from smr anatomic shoulder prosthesis to smr reverse shoulder prosthesis done on (B)(6) 2017 due to liner l1 +6mm breakage. According to the info reported, the primary implant was done on (B)(6) 2016. Then, patient - an active male of (B)(6)- experienced pain and loss of movement. The liner was found to be broken at the peg and it was dissociated from metal back glenoid. Evidence of metal on metal contact with black tissue was reported. This happened after the poly liner breakage, when the metal humeral head became in direct contact with the metal back glenoid. Thanks to the conversion from smr anatomic to smr reverse, a stable joint was achieved. Event happened in (B)(6).

Manufacturer narrative:
The check of the raw material certificate and manufacturing charts of the liner involved did not show any anomaly on a total of (B)(4) liners l1 +6mm manufactured with the same lot# (14l0920). No other complaints reported on this lot#. Pictures of the explanted liner provided to us show the breakage of the central peg at the base of the peg. Only one of the four petals of the peg remained connected to the liner body. Explants are not available to us, so a deeper investigation on them is not possible. X-rays related to the post-primary implant were received. According to an extern medical judgment on these x-rays, the implant positioning looks satisfactory. In addition, the findings of a x-ray examination performed on (B)(6) 2016 (one day after the primary surgery) report: "total left shoulder replacement observed. Alignment appears satisfactory. No periprosthetic fracture or evidence of dislocation. Recent surgical changes are observed in the adjacent soft tissue." Additional info received: patient had first problems in (B)(6) 2017 (presence of osteophytes, which required a joint excision on (B)(6) 2017); after an initial good outcome after the excision, poly liner dissociation was confirmed in (B)(6) 2017. It was also reported that patient has an "eccentrically loaded arthritis". It is unknown how much the reported "eccentrically loaded arthritis" could have contributed to the poly liner failure over time (possible eccentrically loading applied on the poly liner and creation of a "lever-effect" on it). No further conclusion can be drawn on the failure mechanism of the poly liner, as the explants were not returned to limacorporate. According to limacorporate post-market surveillance data, there were (B)(4) total cases of dissociation of a l1 poly liner (model # 1377.50.xxx) from the l1 metal back glenoid requiring a revision surgery. A total of (B)(4) l1 poly liners have been sold ww since 2003; according to these data,(B)(4). No corrective actions have been planned for this specific event. Limacorporate will keep the market monitored to promptly detect possible recurrence of such event.